Manufacturer narrative:
There are no reported injuries associated with this incident. Custom ultrasonic's investigation revealed that the reported symptom was attributed to a shorted diode within the bridge rectifier, brg1, on the ultrasonic generator (500 w) board, p/n 12008, causing the fuse to open, rendering the board in operable. The biomed was provided a copy of the technical bulletin - (B)(4). The customer was also informed that this procedure should be carried out every morning prior to the processing of any scopes. Given the nature of endoscope pre-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result is an endoscope that has had its bioburden reduced to an acceptable level. Pre-processing and processing without the ultrasonics still results in the removal of detritus. It is concluded that there is no reasonable likelihood that an endoscope precessed in the absence of the ultrasound will present any add'l risks.

Event description:
The facility biomed was performing a preventative maintenance check and noticed that the ultrasonics were not functioning. It is likely between (B)(6), scopes were processed without knowing the ultrasonics stopped functioning. As of (B)(6), after confirming the ultrasonics were not working, the machine was taken out of service.